Event description:
Information received indicates the mattress is heavily soiled and soaked through to the internal parts of the mattress.

Manufacturer narrative:
The mattress was replaced to repair the bed.